Event description:
The sales rep reported, "the surgeon was performing an extraction of the internal fixation implant dgb. During the extraction an apex fiche broke off. The surgeon decided to leave the broken part in the patient. The procedure was completed.

Manufacturer narrative:
Device was discarded. No evaluation will be performed. If additional information is received it will be reported on a supplemental report. (B)(4): device was discarded.